Manufacturer narrative:
Batch review performed on 14 november 2016: lot 161863: (B)(4) items manufactured and released on 04 may 2016. Expiration date: 2021-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery when the surgeon was screwing the screw into the shell, the head of the screw broke off. The head was recovered. The shaft remains in the patient. The surgeon used another screw to complete the surgery. No critical delay in surgery. The surgery was completed successfully. X-rays are not available